Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-03011 pertains to the first resolution clip device, and manufacturer report # 3005099803-2014-02661 pertains to the second resolution clip device. It was reported to boston scientific corporation on (B)(6) 2014 that two resolution clip devices were used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip of the first device (manufacturer report #3005099803-2014-03011) was stuck in the sheath and was unable to advance. The second device (manufacturer report #3005099803-2014-02661) would not open or close and when they attempted to deploy the clip, it would not release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results (manufacturer report # 3005099803-2014-03011) revealed the clip was mashed onto the bushing and could not be released form the catheter, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4) clip failed to release from catheter. (B)(4) clip mashed onto bushing. A visual examination of the returned device noted that the clip assembly was mashed onto the bushing and could not be deployed from the catheter. The clip prongs could not be opened or closed, and they were not locked into the capsule. There was a kink noticed on the control wire. The complaint that the clip was bound/stuck in sheath could not be confirmed due to the missing over sheath. The clip was found to be mashed onto the bushing and failed to release from the catheter, which is contrary to what was originally reported. However, this failure likely occurred due to anatomical/procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.